Event description:
It was reported that the patient received inappropriate shocks due to oversensing on the ventricular lead. X-ray of the lead was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.